Manufacturer narrative:
Device-b. Added addition info. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ab-yes; damaged jaws, ab-no; damaged feed bar, ab-no; damaged floor, ab-no; damaged handle shrouds, ab-no; damaged other, ab-no; damaged tip shrouds, ab-no; damaged trigger, ab-no; damaged tube, ab-no; and damaged weld seams, ab-no. Functional tests & results; antibackup functional, ab-yes; firing: feed conform, ab-yes; firing; form conform, ab-yes; jaws: hold clip, ab-yes; jaws: inside width at tips, a-.174 b-.176; lockout functional, ab-yes; and number of clips fed and formed, a-5 b-2. Analysis conclusion: based upon inquiry info received and visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. Both of returned instruments were fired and both fired and formed remaining clips as designed. Reported incident could not be recreated. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.

Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.